Event description:
Customer reported cuff is not holding air during test prior to use - no patient involved.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.